Event description:
Surgeon reported that during an intraocular lens (iol) implant procedure, the lens was severely cracked from periphery to central area on both sides of lens and trailing haptic was also severed. Leading haptic was ok. Additional information has been received and stated that there was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. An attached photo shows what appears to be the iol implanted in the eye. The optic edge appears to be chipped in multiple places. The optic appears to have two large cracks from the edge towards the central area of the lens on both sides of the lens. The manufacturer internal reference number is: (B)(4).

Event description:
The iol was removed during initial procedure.

Manufacturer narrative:
Correction information provided in b.5., and h.6. On initial MDR the patient event code of 4580 was an error. It should have been 4582 on the original MDR. Upon high magnification, one haptic appears to be broken in the gusset area inside the eye. The other haptic is out of view in this image. A qualified cartridge and a qualified viscoelastic were indicated. A non-qualified handpiece was indicated. The company handpiece is not qualified for use with this lens model per the IFU (instructions for use). Based on our observation of the attached photos, the optic was torn on either side from the edge toward the center. There appeared to be broken haptic damage. It is difficult to make a final determination without evaluation of the physical sample. If the lens becomes available the file will be reopened and updated. The root cause of the reported complaint was most likely related to a failure to follow the IFU. A non-qualified cartridge was indicated. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).